Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump was exposed to water. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Pump booted up once installing an aa lithium battery. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a replace battery now alarm on the event date of 08/02/2021 at 10:07:17.000 and was expected. Pump alarmed a pump error 63 alarm on the event date of 08/02/2021 at 10:09:07.000 (file number: (B)(4), line number: 6019, variable # 14) due to a hardware error. Pump error 63 alarmed due to writing to the internal flash failed. Pump alarmed a pump error 4 alarmed on the event date of 08/02/2021 at 10:07:17.000 due to a possible hardware error. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, corroded battery tube, and corroded battery tube spring. Blank display was not confirmed during testing. Exposure to moisture was confirmed found on battery tube, pcba 1, pcba 2, motor, and force sensor. High sleep current measurement was confirmed during testing due to moisture damage on pcba 1, pcba 2, motor, and force sensor. Pump error 63 alarm was confirmed in the pump history files and traces due to moisture damage on pcba 1, pcba 2, motor, and force sensor. Pump error 4 alarm was confirmed in the pump history files and traces due to moisture damage on pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Corrected description: the device will be returned for analysis.